Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he had been experiencing low blood glucose for the past month. The customer woke up with a blood glucose reading of 40 mg/dl. Troubleshooting was offered but the customer declined. Advised to call back for troubleshooting to determine if the insulin pump was functioning correctly. Nothing further reported.